Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and admitted into hospital due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 600 mg/dl and the current blood glucose level was 230 mg/dl, 197 mg/dl. Customer reports the symptoms related to their high blood glucose such as vomiting, nausea. Customer states they could not get the insulin pump to connect. Customer states they were not using the insulin pump because they could get the transmitter to connect. The customer was treated with syringes, intravenous fluids and insulin at hospital. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer was not using the insulin pump at the time as they could not get the transmitter and sensor to connect with the insulin pump. The device will not be returned for analysis.